Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous creatinine results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringe and the creatinine stirrer motor. The fse performed precision runs and the results were acceptable.